Event description:
It was reported that during the installation process, it was found that the handpiece would not stop running after the pedal pc100 was released and the pedal leaked air. It was confirmed by the engineer of the company's maintenance department that after the pedal was stepped on, it rebounded abnormally after it was released. No patient impact reported. On follow up it was reported that there was no patient or staff impact.

Manufacturer narrative:
H3: product analysis: evaluation could not reproduce the reported malfunction of device leaking air. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.